Event description:
The pt's spouse reported that the pt was admitted into the hosp in 2002 for two days. The device was used to check the blood coagulation time and a result greater than 8 inr was obtained. Spouse took the pt to the hosp for confirmation of the result and pt was admitted. No other info was provided.